Manufacturer narrative:
One bellatek® hader bar 4 implants, csh04 was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation will be performed based on the available information of the item and lot number DHR. The digital design file was reviewed and images of the created bar did not reveal any anomalies which could cause or contribute to the reported event. No patient factors that could cause or contribute to the fracture were noted in the complaint record. The reported device was located on the lower arch and was used for approximately 6 years. Pictures or x-ray images were not provided by the customer. DHR review was completed for the subject lot number (1168525). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (csh04). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that a bar (csh04) fractured at the cylinder portion. Bar remains in mouth until a remake is done. No patient impact was reported.